Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp). The health care professional (hcp) suspected the cause was t wave oversensing. Technical services and the representative discussed there were too many signals to be t wave oversensing. The noisy signals on the rv channel could not be reproduced. It was also reported the rv pacing impedances have trended downwards. There were low out of range pacing impedances of less than 200 ohms observed. It was suspected there may be a lead issue. The representative was going to discuss the clinical observations further with the hcp. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information was received which reported that the lead was later explanted and replaced due to the noise, oversensing, pacing inhibition, and low impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp). The health care professional (hcp) suspected the cause was t wave oversensing. Technical services and the representative discussed there were too many signals to be t wave oversensing. The noisy signals on the rv channel could not be reproduced. It was also reported the rv pacing impedances have trended downwards. There were low out of range pacing impedances of less than 200 ohms observed. It was suspected there may be a lead issue. The representative was going to discuss the clinical observations further with the hcp. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information was received which reported that the lead was later explanted and replaced due to the noise, oversensing, pacing inhibition, and low impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately 6.5 centimeters (cm) from the terminal end. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were out of range impedance measurements on this right ventricular (rv) lead and device. The out of range impedance measurement was not available in the data, however, it was suspected the measurements dropped below 200 ohms. Upon review of the episodes, noise and oversensing was observed which resulted in pacing inhibition greater than two seconds. It was indicated the patient had intrinsic activity during the pacing inhibition. The clinician indicated testing would be performed during the next in office appointment. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp). The health care professional (hcp) suspected the cause was t wave oversensing. Technical services and the representative discussed there were too many signals to be t wave oversensing. The noisy signals on the rv channel could not be reproduced. It was also reported the rv pacing impedances have trended downwards. There were low out of range pacing impedances of less than 200 ohms observed. It was suspected there may be a lead issue. The representative was going to discuss the clinical observations further with the hcp. At this time, this rv lead remains in service and there were no adverse patient effects reported.